Manufacturer narrative:
Device available for evaluation: there was a typo in the initial MDR and the question to this section was answered "no". This should have been answered as "yes" and that the device was received by manufacturer on 7/22/2015. A manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. A review of the manufacturing controls show the instructions require 100% cleaning and inspection of the cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported defective suction ring resulting in suction loss (after the laser fired) during the raster pattern segment with the patient interface. The laser was fired and procedure was lost. The procedure was completed using a new suction ring assembly. The suction issue was discovered after patient applanation. The procedure was completed successfully. No patient injury and/or the patient required surgical intervention.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.